Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Both leads used in the pt's permanent procedure are from the same lot number. It was reported that during the pt's ((B)(6)) procedure a lead fracture occurred due to the physician experiencing difficulty removing the stylet. As a result, the physician removed and replaced the lead. Additional info revealed the physician also experienced difficulty removing the stylet from the pt's replacement lead. However, the physician was able to successfully place the lead after several attempts. Lead diagnostics revealed no anomalies and stimulation was adequate. The procedure was extended by 90 minutes. No pt complications were reported as a result of this event.